Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose readings of 128 mg/dl and 448 mg/dl on the reported meter within 20 minutes. The patient took no actions based on these readings. ¿weeks¿ afterwards, the patient experienced the symptom of confusion; he did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and he denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.